Event description:
Additional information received reported the patient was still suffering nausea which was causing him significant distress. The patient was seeking a removal of the implant. The hospital team was planning their course of action currently. The nursing team believed the stimulation had not been regularly used since implant.

Manufacturer narrative:
Lead model 3877-45, lot# 0205019056, implanted: 2011-(B)(6), explanted: unknown.

Event description:
It was reported that a patient was implanted with an octad lead and a prime advance. The patient experienced severe nausea and vomiting after the implant. These symptoms continued for 3 to 4 weeks, and were still being treated. Stimulation was turned off for three days, but did not relieve the symptoms. It was reported that as a result of the event, the patient halted usage and a replacement was issued. The patient outcome was ongoing. The hcp was skeptical that the symptoms were caused by the stimulator, but could not definitively rule it out. At the time of this report the patient was still unwell and was awaiting transfer to another hospital, though it was reported that there were no plans to explant the device.